Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a broken screen hinge. There was no harm reported.

Manufacturer narrative:
Additional information: 2031. A getinge field service engineer (fse) said that they are waiting for the customer to approve the quote to go onsite. The device is not repaired yet. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.